Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 14 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient returned for follow-up approximately 1 month ago, and the CT demonstrated a type ii endoleak. At the time of the follow-up, vessel morphology was reported as mild tortuosity and mild calcification, and the aortic neck was 30-31 mm in diameter and had disease progression and severe angulation of 70 degrees. The physician elected to perform coiling, which successfully resolved the type ii endoleak. During the intervention, it was also noted that the talent bifurcated stent graft had migrated distally about 8 mm, although there was no endoleak. The physician elected to place two 36 mm talent aortic cuffs, which successfully resolved the migration. No additional sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): results: (graft migration), (disease progression and severe aortic neck angulation; type ii endoleak).